Event description:
Philips received a complaint by the hospital mechanical engineer (me) on the v60, indicating that the touchscreen was misaligned during an inspection. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the reported problem. Since it was not resolved by calibrating the touchscreen, the touchscreen was replaced then the issue was resolved. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touchscreen revealed no evidence of damage or contamination. The touchscreen was tested, and the pil tech verified that the touchscreen passes all flex cable resistance verification testing. In addition, the pil tech also verified that the touchscreen passes all resistance ratio testing as well. Due to the flex cable resistance verification testing and resistance ratio testing are factors that verify a functional and good working to touchscreen, this investigation has resulted in a no problem found.